Manufacturer narrative:
No unexpected constant tone anomalies, watchdog alarms and anomalies, audio and beep anomalies, restart anomalies or blank display anomalies noted during testing. The insulin pump was received with frozen screen during boot up due to moisture damage on all electronic assemblies. The insulin pump was unable to perform pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurement. Due to frozen screen. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the insulin pump was frozen on countdown. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.